Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was tased and electromagnetic interference was observed on the lead and was inappropriately detected by the device. Both the lead and device remain in use. No patient complications have been reported as a result of this event.